Manufacturer narrative:
Blocks d1/ g1: manufacturer name and site name were updated from spectranetics to philips image guided therapy corporation to match the information on the product label. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block a2: the patient's dob is unknown. This information was not available from the facility. Block b7: patient information regarding medical history is unknown. This information was not available from the facility. Block g2: foreign- japan. Block h3: the angiosculpt device was discarded by the facility, thus no returned product investigation was performed. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used to treat the distal lad. During the first inflation at 6 atm for 5 seconds, the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.